Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer¿s representative (rep). It was reported the battery was overdischarged. The reason for the overdischarge was noncompliance in charging. The patient reported it was the third jumpstart. The battery was jumpstarted through four 60-minute countdowns. The jumpstart resolved the issue. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead .product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient wasn¿t able to keep up with recharging and the battery has been for at least 4 months. The rep reported that the ins was overdischarged. The rep reported that they were unable to jump start the battery on the day of the report and the patient didn¿t have a recharger. The rep reported that x-rays were taken. The rep reported that per the physician the leads had migrated. The rep reported that the patient was in a 4-wheeler accident last year that could have contributed to the migration of the leads. The rep reported that they would reprogram the battery after it was jump started. No further complications were reported.